Event description:
This coronary sinus lad was not used. During the attempted implant procedure, the lead broke when the physician attempted to attach an adaptor. The lead was returned for lab analysis.